Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button is slow to respond and requires multiple button presses to obtain a response. He noted that he down arrow keypad button does not click when pressed, and that the ok keypad button symbol is worn. The family member stated that the rubber keypad is intact; denied exposing the pump to moisture; and stated that the pt wears the pump on her waist or in her bra.